Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that multiple complications were encountered during impella 5.5 support. Following implant, it was immediately noted that the pump was experiencing suction issues above support level p-4. As a result, a protekduo was implanted to assist with patient support. Roughly 5 days into impella 5.5 support, the patient's pan-computed tomography results showed a frontal lobe ischemic infarct. No plans for intervention were made and support with the implanted pump continued. The patient remains on impella support.

Manufacturer narrative:
The investigation of stroke/cva and low pump flow has been completed. The impella device was not returned for evaluation. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. The cause of the low pump flow issue most likely was patient condition related since the rv was reported to be dilating out on higher than p-4 support. B2 death and date of death added. B5 updated with the patient outcome. H1 type of reportable event updated to death. H6 health effect - impact code added to reflect patient outcome the following have been reported incorrectly on manufacturer device report 1220648-2024-24802. E1 initial reporter name reported incorrectly. H6 code 4445 and 1770 were reported incorrectly. New code was added to health effect - impact code.

Event description:
The patient was unstable throughout requiring increasing vasoactive support. Eventually, patient was able to be transferred to the ICU where they have started to settle out. The patient condition continued to deteriorate and expired while on support. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.